Event description:
This is a solicited report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a (B)(6) male patient coincident with extraneal viaflex therapy (lot number not reported). On (B)(6) 2008, the patient began treatment with extraneal viaflex, 1bag/night (dose and lot numbers were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2009, the patient experienced bacterial peritonitis. It was not reported whether the patient was hospitalized for the aforementioned event. On an unreported date, the patient was treated with unspecified antibiotics. On an unreported date, the patient recovered from the event of bacterial peritonitis with (B)(6). Action taken with extraneal viaflex was not reported. The nurse did not provide an assessment of causality for the event of bacterial peritonitis with (B)(6) and the relationship with extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.